Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the tip of the instrument broke and fell into the patient's cavity. The surgeon was not able to find the broken tip and even used a surgiwand to wash and look for the piece inside the patient. The surgery time was extended by more than 30 minutes but there was no adverse event reported as a result of this delay. There was no need to re-operate and there was no bleeding reported in excess of 500cc. The incision was not extended by more than one inch. There was no unanticipated tissue loss or damage as a result of this problem. The patient outcome is stable and without complications.